Event description:
A user facility reported a fluid leak during priming the xlung kit 230 for extracorporeal membrane oxygenation. There was no patient involvement. The complaint sample was available for product investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fluid leak during priming the xlung kit 230 for extracorporeal membrane oxygenation. There was no patient involvement. Upon follow-up, it was reported that the leak occurred at the recirculation port and a crack in the port was determined to be the cause. The complaint sample was received by xenios for product evaluation.

Manufacturer narrative:
Additional information: b5, d9 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fluid leak during priming the xlung kit 230 for extracorporeal membrane oxygenation. There was no patient involvement. Upon follow-up, it was reported that the leak occurred at the recirculation port and a crack in the port was determined to be the cause. The complaint sample was received by xenios for product evaluation where it was found that there was a crack at the recirculation port.

Manufacturer narrative:
Additional information: b5 plant investigation: non-conformity related to the reported failure was not observed during the manufacturing process. Two other complaints have been reported concerning this batch number but did not follow the same failure pattern. The described problem could not be reproduced. A leak was found at the recirculation port. Further inspection revealed a crack in the recirculation port.